Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the entrapment requiring intervention to deploy the clip at an unintended spot. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced and became stuck in the chordae in the ventricle. Attempts to retract the cds into the left atrium (la) were unsuccessful therefore an attempt was made to implant the clip were it was. The clip was deployed on both leaflets however the mr was unable to be reduced. Imaging was noted to be difficult therefore the imaging equipment was changed. A second cds was advanced however upon grasping the leaflets, the gradient increased. The leaflets were ungrasped and the cds removed. The procedure was aborted with the mr remaining at 4. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, the reported entanglement of device-clip caught on chordae resulting in foreign body in patient and mitral regurgitation was due to procedural circumstances/operational context. The reported patient effects of foreign body in patient (chordal entanglement) and mitral regurgitation are listed in the mitraclip instructions for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.